Event description:
It was reported that t:slim x2 pump battery would not charge and caller reset pump but did not know how to turn pump back on. There was no reported impact to the customer¿s blood glucose level. Technical support assisted caller with turning pump back on, confirmed no further troubleshooting was needed, and call ended without additional actions.